Manufacturer narrative:
The field service engineer replaced the vacuum nozzles, sipper nozzles, electrodes, pinch tubing, syringe seals, reagents, and sample probe. He ran ise calibration and precision that were acceptable. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise indirect gen 2 sodium results from the cobas 8000 cobas ise module. Sample 1 initial result was 157 mmol/l and the repeat result on another analyzer was 141 mmol/l. Sample 2 initial result was 146 mmol/l and the repeat result on another analyzer was 137 mmol/l. The questionable results were reported outside of the laboratory. The repeat results were believed to be correct. The electrode lot number was w7280. The expiration date was 02-apr-2023.